Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer's blood glucose (bg) level was 525 mg/dl with ketones. Reportedly, the customer was in diabetic ketoacidosis. The customer addressed the elevated bg by a manual insulin injection. The customer changed the infusion set and cartridge and resumed insulin, resolving the occlusion issues.